Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Additionally, feedback from the customer indicates that the issue (poor barrier separation) was due to their centrifuge not being secured to the table and/or the table itself not being stable. Unsteady balance of the centrifuge during spin may have caused vibration impacting the separation of the sample in the tube. Further feedback indicates that the customer has determined that the table they place their centrifuge on was at fault and the issue has been resolved. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, the issue appears to be related to the customer's sample processing and has been resolved (based on feedback from the customer). Root cause description: the root cause was determined to be an issue at the customer site. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes do not spin down well and have fibrin strands